Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and the white suture string in place the blue cobraid suture was not returned. The anchor is fractured just below the proximal end of the suture window. One of the prongs at the distal end of the insertion shaft is broken off the other is deformed. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. H11: h2: corrected data on: h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, while attempting to implant the screw of the twinfix ultra, it could only be screwed halfway into the desired depth. In the process of re-tapping and attempting to further screw it in, the reinforcement thread broke off, and the tip of the screw had to be forcefully removed. The procedure was successfully completed using a smith and nephew back up device. It is unknown if there was a delay. No further complications were reported.